Event description:
The customer reported that the fluoro timer was not incrementing during a procedure. This did not negatively affect the procedure, but the pt fluoro exposure time was approximated for medical record log. No injuries were reported.

Manufacturer narrative:
(B)(4). The ge service rep could not duplicate the failure. The system operates as intended.